Event description:
Pt scheduled for repair of recurring right inguinal hernia. During laparoscopic preperitoneal repair the gsi spaceseal extraperitoneal proximal separator balloon ruptured. Md indicated balloon remained intact despite failure and no foreign objects entered pt's abdomen.